Event description:
A report was received that a pt's precision system was explanted. The physician's office was contacted and had no information available regarding this explant.

Manufacturer narrative:
The explanted devices were discarded and will not be returned for evaluation.